Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During a planned procedure to treat an 80% lesion in the diagonal branch, the physician primary wired the diagonal with an abbott bmw guidewire. A teleport micro catheter was used to exchange for a coronary flex tip viperwire guidewire. After the viperwire placement, the diamondback coronary orbital atherectomy device (oad) was introduced over the wire to the desired treatment location, proximal to mid diagonal. 5 treatments were performed at 80k. As per the physician, during the last run, the physician accidentally extended the crown distally past the point of treatment area. During this treatment, there were no abnormalities noted related to device performance or sound and wire placement. The patient vitals observed were normal. During removal of the oad over the wire, there was no indication that the distal tip was sheared off. The physician attempted to insert a non-abbott balloon for left anterior descending (lad) artery treatment. Upon balloon insertion in the ostium/left main region, the balloon began to deviate from lad and deviate into the circumflex. Several attempts were made to deliver the balloon into the lad. Upon removal of the balloon with a plan to exchange the guidewire it was noticed that the tip of the guidewire was sheared off during treatment. The guidewire was retrieved but the tip was still in the distal diagonal branch. The physician performed an angiogram and noticed there was a slight perforation into the proximal circumflex artery. In the physician's opinion, the wire probably migrated backwards during removal of the oad and was unnoticed due to the degree of calcium present and the perforation in circumflex resulted from advancing the non-abbott balloon. In the physician's opinion, the orbital atherectomy system (oas) did not contribute to perforation. The perforation was a result of the non-abbott balloon being advanced and deviating into the circumflex, which led to the perforation. The physician wired circumflex and balloon tamponade the perforated area with a non-abbott balloon. After balloon deflation from tamponade an angiogram was performed, and circumflex perforation was stabilized. The physician then a pulled back the guidewire from the circumflex and wire the diagonal to attempt to snare the distal tip of the viperwire out. Unfortunately, the snare was too short the reach the distal end of the diagonal to get the tip. Upon consultation with other physicians, it was decided to leave the distal tip (about 3 mm in length), in-vivo considering other degrees of calcium, the disease present and the patient having good target arteries. It was further recommended to consult open heart to bypass present disease and increase coronary function to undergo transaortic valve replacement (tavr) due to aortic valve stenosis. In the physician's opinion, there were no patient complications as a result of the distal tip of the guidewire being left in-vivo. The patient was in stable condition.